Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 9/10/2021. As of 9/13/2021, merge healthcare is ceasing reporting on merge unity pacs report failures to upload. The issue in question presents when a report is read and notes dictated by a clinical user but the dictation/reading fails to upload and is lost. This issue is caused by network issues and not caused by or contributed to by merge unity pacs in any way. Review of this issue based on current knowledge of the device, clinical workflow, existing mitigations against user errors, and the presence of no death or injury associated with the issue at any point between 2016 and 2021 indicates that the device is operating as designed and that this issue presents remote likelihood of injury or harm to a patient. No further action is required.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2021, a customer contacted merge healthcare support to report that a patient report was inaccessible. Merge healthcare technical support determined upon investigation that the report saved but failed to upload. Logs were not available for review. A blank report was put in place by merge healthcare technical support and the report was subsequently viewable as expected. No further action is necessary at this time. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).